Event description:
It was reported that during generator replacement the sleeve on the lead slipped over the df1 pin causing possible insultation degradation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.